Event description:
Further follow up identified the patient underwent scs trial procedure on (B)(6) 2015 to capture stimulation in her feet. The patient received effective stimulation following a trial procedure and will be having permanent lead implant at a later date.

Event description:
It was reported the patient never received effective therapy in her feet. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Additional information received clarified the scs trial took place on (B)(6) 2015 instead of (B)(6) 2015. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.